Event description:
Device #2 malfunction: thumbwheel spun, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: stent implanted in unintended site, graft occlusion, stent surgically explanted. It was reported that during a stenting procedure in the superficial femoral artery (sfa), during deployment, the xceed handle broke and the thumbwheel continued to spin. The stent partially deployed by approximately one inch and would not deploy any further. During an attempt to remove the sds and partially deployed stent, the stent fully deployed in the unintended area of the sfa. Placement of a second xceed stent delivery system was attempted; however, the same malfunction occurred. During an attempt to remove the sds and partially deployed stent, the stent deployed in the horn of the iliac, occluding a renal artery graft. The second stent was surgically removed. Though requested, no additional info was provided.

Manufacturer narrative:
(Off label vascular use and incorrect removal). The device is expected to be returned. It has not yet been received. The xceed stent delivery system referenced is being filed under medwatch# 2953144-2008-02117.